Event description:
It was reported that the balloon would not inflate. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that leakage was observed from a cut in the balloon 0.012 inches long near the distal bond area.